Manufacturer narrative:
The insulin pump failed the displacement test and alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer had an MRI done and was wearing the insulin pump when they received the alarm. Customer advised they also received a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.